Manufacturer narrative:
Per attached excel spreadsheet "alaris 8100 dimdigits.xlsx¿, the customer reported 69 pump module serial numbers that were experiencing a dimmed segment on the tenth digit 7-segment display. The product grid was updated with a quantity of 69 display boards (part# tc10010208) with the 69 device serial numbers. At a later date, the customer updated the excel spreadsheet with 84 additional device serial numbers that were also demonstrating the same product issue. Per discussion with the cad manager, it was determined that an additional file for the 84 serial numbers was not needed since they were to be serviced under product warranty, nor were the additional 84 devices added to the product grid. The customer has confirmed that all 153 units were sent to the service department for warranty repair and all devices were returned back repaired. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: fi CAPA (B)(4). There was no patient involvement.

Event description:
The customer reported that during preventative maintenance they have found 70 lvps with a dimmed segment on the tenth digit 7-segment display and has another handful that are demonstrating the same product failure. The devices are a year old and are under warranty in which the customer has been sending them to bd for repairs since may, 2018. There was no patient involvement.